Manufacturer narrative:
Additional information: section d.9 disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced non-auditory sensations with device use. The recipient's device was explanted. The recipient was reimplanted with another cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance and sound quality issues. External equipment was exchange, and programming adjustments were made, however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed external visual inspection. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The device passed the mechanical test performed. The reported complaint of non auditory sensation could not be verified during this analysis. This device passed all of the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.